Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46667. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. No confirmed complaints were received in this range with the same issue. Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46667. Isolated incident with no sample and no complaint history in range. The device will be reviewed and reinvestigated if received.

Event description:
It was reported that the head broke away from the handle in use. There was no patient harm or injury.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the head broke away from the handle in use. There was no patient harm or injury.